Manufacturer narrative:
No sample or lot number info was provided for eval and no indication was given that the product failed to perform its intended function. The lot number is unknown; no device history review can be performed. The event description does not suggest that a device failure has occurred. Erosion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse reactions" that "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistual formation, extrusion and recurrence".

Event description:
It was reported that four weeks post anterior procedure, the pt was undergoing a routine follow-up exam when the dr noted that the pt had dehiscence along the suture lines of the incision. The dr was able to see the graft. The pt was taken back to surgery and the graft in the wound area was dissected to get clean margins and the incision site was closed back with 2-0 vicryl sutures. The pt is being treated with antibiotics. No further problems have been reported, the pt has healed and is doing fine. No problems were noted during the initial procedure and the dr closed the initial incision with chronic suture, 3-o running stitches.